Event description:
It was reported that the heart was cardioplegic and pt was on a 2+ hour pump run prior to creating a lesion with the pen. The pen was being used for the isthmus lesion to the mitral valve annulus. One stamp lesion was performed and went fine. The second stamp lesion was performed and a loud pop was heard and a hole was created in the left atrium. One suture was used to repair injury. There was no blood loss. The procedure was completed without further incident and the pt was recovering well.

Manufacturer narrative:
(B)(4). Info is unk about actual device involved in event. The most recently used product was lot number 9906. Eval summary: the device involved in the event was not returned for eval, so a retained sample was evaluated. A retained sample was not available from 9906, so a sample was tested from 9971. The retained sample was evaluated for functionality with no issues noted. The device history record was reviewed for 9906 and no anomalies were noted related to this event.